Event description:
I was implanted with a medical device implant called essure in 2012. This medical device implant is now manufactured by bayer, formerly by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started in 2016. This is a list of my side effects and symptoms that I have experienced due to essure. Eye and hand twitching, dizziness and headaches. I have not been seen by any doctor. The device is still inside of me.